Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was 180 mg/dl. The customer was disconnected during prime. The drive support cap was protruded. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test due to compromised force sensor system alarm. Device received with lose drive support disk.